Manufacturer narrative:
Investigation completed and no root cause can be determined. Unable to confirm reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using an export advance aspiration catheter with an non-mdt guide wire. It is reported that the device failed to aspirate during the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: received for analysis was one coil wrapped export ap aspiration catheter with aspiration line. There is visible damage to the shaft and the wire lumen strain relief is lifted 5mm in a distal direction. There are 2 kinks in the shaft located 37cm and 39.5cm from the tip. Using water the catheter was flushed through the returned aspiration lumen without issue. The aspiration lumen measures .042¿ meeting specification of .040¿ min.